Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of unspecified over-sensing, which resulted in failure to capture. The implantable cardioverter defibrillator (ICD) exhibited episodes of inappropriate anti-tachycardia pacing (atp). The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of unspecified oversensing and failure to capture were confirmed. As received, a complete lead was returned in three pieces. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.